Event description:
Procedure performed: lap cholecystectomy. Event description: dr [name redacted] was performing a lap chole and as he wanted to clip the duct, the clip applier misfired. He tried a few times to clip the duct but there were no clips coming into the jaw. He then requested a new clip applier to be opened. Dr wanted to clip the duct, but no clip came out of the device. He tried to fire the device a few times but with no success. He squeezed the handle thoroughly to clip, but no clips came out. Patient was not harmed. Dr requested a new clip applier to finish the surgery. Lap graspers used to skeletonize the duct. Additional information received from distributor via email: the lot number is 1489874. Patient status: patient was not harmed. Intervention: dr. Requested a new clip applier to finish the surgery.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: lap cholecystectomy. Event description: dr [name redacted] was performing a lap chole and as he wanted to clip the duct, the clip applier misfired. He tried a few times to clip the duct but there were no clips coming into the jaw. He then requested a new clip applier to be opened. Dr wanted to clip the duct, but no clip came out of the device. He tried to fire the device a few times but with no success. He squeezed the handle thoroughly to clip, but no clips came out. Patient was not harmed. Dr requested a new clip applier to finish the surgery. Lap graspers used to skeletonize the duct. Additional information received from distributor via email: the lot number is 1489874. Patient status: patient was not harmed. Intervention: dr. Requested a new clip applier to finish the surgery.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #1489874, was included in the recall.